Event description:
This is a report of a home patient (hp) with peritonitis, coincident with peritoneal dialysis (pd) therapy. The hp was hospitalized for the peritonitis and was treated with unknown antibiotics. The following day the hp passed away, from the peritonitis. Additional information was requested but not provided.

Manufacturer narrative:
(B)94). The cause of this peritonitis could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If further relevant information becomes available, a follow up report will be submitted.